Event description:
It was reported that during an open prostatectomy procedure, the distal portion of the active blade broke off. The piece was retrieved and another device was opened to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.